Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in planned/non-emergency treatment when the issue occurred, and the procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that motorized movement was not available, and the system was not starting. Review of the log files showed the geometry pc communication related errors. During troubleshooting, the field service engineer (fse) confirmed that geometry pc was unable to communicate with the system and host pc was not booting up. Upon further analysis, fse identified a defect in the network switch in m cabinet which stopped communication with the system. To resolve the issue fse replaced the network switch. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that user tried to move the c-arm and the table into position while patient was being prepped for the procedure but received a "motorized movement not available" error message. Device was in clinical use at the time of the reported event. No harm was reported. A philips field service engineer (fse) inspected the system onsite and identified an issue with the network switch. Fse proceeded to replace the network switch and verified proper operation. System was returned to use in good working order.